Manufacturer narrative:
The customer reported that the issue resolved on its own. Tech support remotely connected and confirmed all xhibit telemetry receivers were online and reporting. Cause of failure was not established.

Event description:
The customer reported that they experienced a two minute outage of telemetry patients. The system recovered on its own. There was no patient or user harm associated with this event.